Manufacturer narrative:
Add'l info rec'd from the customer reveals a baxter dialyzer was not used on this pt. The correct MFR of the dialyzer was notified of this event.

Event description:
Healthcare professional reports patient experienced sore red eyes. Healthcare professional reports the patient was placed on chloramycetin eye drops and symptoms have resolved. Homecare professional reports patient is fully recovered at this time.